Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller said the patient experienced pulsation pain around the ins site after scanning the patient (scan is unrelated to device/therapy). The hcp confirmed the patient brought their patient programmer (pp) to turn off the device prior to the head scan. After removing the patient from the MRI, the pain stopped. As a result of what was reported, the call center recommending having the managing hcp check the patient. The call center also said if they want to scan further, it would be considered a medical decision. No further patient complications have been reported as a result of this event.